Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system alarm, and an excessive no delivery test. No prime/fill anomaly or audio/beep anomaly was noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that she had a prime/fill anomaly on the insulin pump. Customer stated that she called 18 months ago and the same issue is occurring now. Customer stated that she was not wearing the pump during priming. Troubleshooting was performed and the customer stated that she was not able to get out of the priming screen. Customer stated that the drive support cap appears to be normal. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.